Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient experienced a right thalamic stroke during impella support. The patient had symptoms of left sided weakness and hemiplegia due to the stroke. No neuro intervention was planned for the event.

Manufacturer narrative:
The investigation into the stroke/cva issue has been completed since the original report was filed. The device was not returned for investigation. As no clinical information was provided, the root cause of the stroke/cva could not be determined.